Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient was admitted to the hospital on (B)(6) 2016, after missing two peritoneal dialysis treatments in a row the two days prior. The patient's spouse was away at the time, and the patient was confused and unable to use the machine in their absence. The hospitalization was per the procedures at the patient's clinic, and was to perform blood testing. The patient's potassium was found to be high, and medication was given to lower the potassium level. The patient was discharged once stable, and was in the hospital for approximately 4 hours in total, on the same day. There were no symptoms of infection, and no fibrin was present. The clinic was unable to provide medical records for the patient upon request.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.